Manufacturer narrative:
Event date is approximate. The month and year are valid. Concomitant medical products: product ID: 978a128, lot# va29k6g, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: va29k6g, ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues (urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor). It was reported that the last few days the patient had no control at all. The patient stated that it almost felt like the lead moved about a week to maybe 4 days ago. This was when the patient started having therapy problems. The patient gets up at night and floods. The patient feels like the lead moved from the right side to the left side of their body. The patient wondered if it could be infected. The patient would like to change programs and wanted to know if patient services could recommend one to try. Patient services reviewed general theory and use of programs. Patient services also reviewed risks of lead migration and recommended that the patient follow up with managing physician to evaluate symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient confirmed they will do so and also plan to change programs.